Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted explant damage with cuts and electrocautery damage on the insulation surface. The ring electrode was deformed, possibly due to a grabbing tool. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a follow-up after receiving a shock. The episode was considered appropriate for polymorphic ventricular tachycardia (vt) , and it was reported the patient felt unwell before the shock. However, upon further review, the shock impedance measurements had increased since implant and noise was observed in the primary and secondary vectors. The alternate vector had smaller r-wave amplitudes. The patient was hospitalized pending further evaluation. System migration was suspected, or a potential electrode fracture. X-rays showed some movement of the device. It was later reported that a system revision was performed. A new electrode was placed in a more optimal position. When the pocket was opened, the device was still sutured into place, but the device had rotated on the suture and was putting tension on the electrode. The device and electrode were explanted and a new device was placed in the same pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented for a follow-up after receiving a shock. The episode was considered appropriate for polymorphic ventricular tachycardia (vt) , and it was reported the patient felt unwell before the shock. However, upon further review, the shock impedance measurements had increased since implant and noise was observed in the primary and secondary vectors. The alternate vector had smaller r-wave amplitudes. The patient was hospitalized pending further evaluation. System migration was suspected, or a potential electrode fracture. X-rays showed some movement of the device. It was later reported that a system revision was performed. A new electrode was placed in a more optimal position. When the pocket was opened, the device was still sutured into place, but the device had rotated on the suture and was putting tension on the electrode. The device and electrode were explanted and a new device was placed in the same pocket. No additional adverse patient effects were reported.